Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: lot number is unknown; therefore lot history could not be performed. Two photos have been received for research purposes. The particle analyzed is micro-small and it is not possible to distinguish what type of fm it is.three types of sound-absorbing foams were chosen that are on the doors where the product circulars enter the assembly line. These foams never touch the product. These two foams were analyzed in the ftir since they are the only material that can resemble the claimed ethylene vinyl acetate (eva) particle. The results of these two foams analyzed were as follows, carbon disulfide, poly(ether-ester urethane), mbi and poly(ester urethane). As we do not have the spectrum made by farma we cannot compare the analyzed spectra with the result of the particle claim. It is concluded that the ethylene vinyl acetate (eva) material is not used in the sag plant. Although these foams are covered with methacrylate, so that they do not release particles into the hoppers. The contamination index limit is calculated based on the number of fragments of a test group whose size is between 51 - 100 ¿m and the number of fragments of a test group whose size is> 100 ¿m. The result must be 90 or less to be accepted. Therefore, the result (5.0) meets the acceptance criteria and, therefore, the reported event could not be replicated because no lot number was available. In addition, the injector lot was unknown. Phaseal needles are designed to reduce the coring tendency. If coring comes from the membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. If coring comes from the rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves.

Event description:
It was reported that the bd phaseal¿ protector p50j produced foreign, ethylene-vinyl acetate particles in one of the medication vials. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about foreign matter generated during the use of p50, n35, and c100 or c90. During the transference of the fluid into the infusion bag, the hcp noticed an fm for the third vial of onivyde"."the fm was identified as ethylene-vinyl acetate (eva); however, this substance is not used for its product (rubber closure). Then, the customer asked bd to investigate whether this substance is used for phaseal products or not. Additional info:the customer used c90 or c100 and connected to the infusion bag.then syringe and n35 was connected. N35 was connected to either c90 or c100 to draw saline. Then p50 was connected to vial and n35 was connected to p50 to mix. After medication was drawn from vial to syringe, n35 was connected to c90 or c100 again and medication was moved to infusion bag. The customer used 3 vials and at the 3rd vial the customer found fm. Then the customer reported this complaint to the pharmaceutical company initially. The company performed the investigation for the fm and it was found the fm seems same.

Event description:
It was reported that the bd phaseal¿ protector p50j produced foreign, ethylene-vinyl acetate particles in one of the medication vials. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about foreign matter generated during the use of p50, n35, and c100 or c90. During the transference of the fluid into the infusion bag, the hcp noticed an fm for the third vial of onivyde"."the fm was identified as ethylene-vinyl acetate (eva); however, this substance is not used for its product (rubber closure). Then, the customer asked bd to investigate whether this substance is used for phaseal products or not. Additional info:the customer used c90 or c100 and connected to the infusion bag.then syringe and n35 was connected. N35 was connected to either c90 or c100 to draw saline. Then p50 was connected to vial and n35 was connected to p50 to mix. After medication was drawn from vial to syringe, n35 was connected to c90 or c100 again and medication was moved to infusion bag. The customer used 3 vials and at the 3rd vial the customer found fm. Then the customer reported this complaint to the pharmaceutical company initially. The company performed the investigation for the fm and it was found the fm seems same.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: lot number is unknown; therefore lot history could not be performed. Two photos have been received for research purposes. The particle analyzed is micro-small and it is not possible to distinguish what type of fm it is.three types of sound-absorbing foams were chosen that are on the doors where the product circulars enter the assembly line. These foams never touch the product. These two foams were analyzed in the ftir since they are the only material that can resemble the claimed ethylene vinyl acetate (eva) particle. The results of these two foams analyzed were as follows, carbon disulfide, poly(ether-ester urethane), mbi and poly(ester urethane). As we do not have the spectrum made by farma we cannot compare the analyzed spectra with the result of the particle claim. It is concluded that the ethylene vinyl acetate (eva) material is not used in the sag plant. Although these foams are covered with methacrylate, so that they do not release particles into the hoppers. The contamination index limit is calculated based on the number of fragments of a test group whose size is between 51 - 100 ¿m and the number of fragments of a test group whose size is> 100 ¿m. The result must be 90 or less to be accepted. Therefore, the result (5.0) meets the acceptance criteria and, therefore, the reported event could not be replicated because no lot number was available. In addition, the injector lot was unknown. Phaseal needles are designed to reduce the coring tendency. If coring comes from the membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. If coring comes from the rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves.